Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the down arrow is intermittently responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go to the backup plan. There was no report of patient impact associated with this complaint.